Event description:
Customer called to troubleshoot as he had trouble priming after several attempts. All other programming functions were correct. No air bubbles were present. Customer was using denatured insultin at the time of this call.